Manufacturer narrative:
Block h6: device problem code 2978 captures the reportable event of tip bent. Block h10: investigation results a wallflex biliary rx fully covered rmv stent and delivery system were returned for analysis. The stent was received undeployed and was fully covered by the outer sheath. Visual examination of the returned device found the tip of the delivery system was deformed. The outer sheath was stretched out in the guidewire access sheath (gas) section and the gas ramp was lifted. No other issues with the stent and delivery system were noted. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures are likely due to some factors encountered during the procedure, such as how the device was handled or manipulated, the interaction with the scope, the characteristics of the lesion, the amount of force applied to the delivery system, which limited the performance of the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered stent was to be used to treat a malignant stricture in th common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tight and was dilated prior to stent placement. According to the complainant, during the procedure, the physician was unable to advance the delivery system through the stricture. Reportedly, the stent was fully covered by the outer sheath when it was removed from the patient; however, it was noticed that the tip of the delivery system was bent. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 17, 2020 that a wallflex biliary rx fully covered stent was to be used to treat a malignant stricture in th common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tight and was dilated prior to stent placement. According to the complainant, during the procedure, the physician was unable to advance the delivery system through the stricture. Reportedly, the stent was fully covered by the outer sheath when it was removed from the patient; however, it was noticed that the tip of the delivery system was bent. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.